Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31252053l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation with a qdot micro catheter and the patient experienced cardiac perforation that required pericardiocentesis and drain placement. They burned the cavotricuspid ishmus (cti) line, and then he (physician) fell off with the ablator and putting it back to the right atrium "we think he perfed there". The patient's blood pressure and heart rate dropped. The physician fell into the inferior vena cava (ivc) and had difficulty putting the catheter back into the heart. There was a high force spike and felt resistance on the catheter. They observed a moderate effusion on intracardiac echocardiography (ice). The medical intervention provided to the patient was a pericardiocentesis. The patient went to the intensive care unit (ICU) with a drain in their chest. Additional information was received. The resistance was felt to be with the vasculature due to high force indication on the catheter. Catheter appeared intact and was fully operational, no damage from the resistance. The physician¿s opinion on the cause of this adverse event was the procedure. Patient has fully recovered with no residual effects. Transseptal puncture was performed. There was no steam pop. No error messages observed on biosense webster equipment during the procedure.